Event description:
Two reprocessed devices were opened by the doctor who tried to see the curve by using the control mechanism on the handle. There was very little movement and no curve formed on either device. Neither catheter was usable due to non-functioning steering mechanism.